Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had strange alarm of button being pushed over 3 minutes when customer had not pressed any buttons. Customer also reported insulin pump had rejected new batteries, crack on the back of the pump near reservoir, unexplained no delivery alarms, rough and loud during rewind process. No harm requiring medical intervention was reported. Device will not be returned for analysis.